Event description:
The iab failed. This was the only info at the time of the initial report. (Event complications: unknown- reported 3/3/97.) (Pt's current status: unk - rpt'd 3/3/97.)

Manufacturer narrative:
The product was not returned or released to datascope for evaluation.